Event description:
Pt reported treatment at physician's office, due to elevated readings obtained on the suspect device. Pt stated that her blood glucose was tested on the physician's meter with a result of 115 mg/dl. Pt reported that her blood glucose was tested using the suspect device, a few minutes earlier, with a result of 267 mg/dl. No pt injury was reported and no treatment was rec'd. No unspecified time later, pt reportedly retested blood glucose, using a new vial of test strips, and blood glucose, using a new vial of test strips, and obtained a result of 118 mg/dl. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.